Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was a possible atrial oversensing on the stored electrograms (egm).

Manufacturer narrative:
Concomitant medical products: c6tr01 crtp, implanted: (B)(6) 2016; 429688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.